Event description:
Event description guidant received information that this stored implantable cardioverter defibrillator (ICD) displayed a monitoring voltage below the boxed monitoring voltage. Several manual capacitor reforms were performed, and charge time was normal. A guidant technical services representative discussed storing the device at room temperature for 24-48 hours, and if device recovers to within 0.1 v of box voltage then the device could be implanted.